Event description:
(B)(4). It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated was a 2.84mm, 99% stenosed, 20.4mm long de novo lesion located in the 1st obtuse marginal (1st ob marg). The physician treated the lesion with pre-dilation using a 2.58x20mm balloon at 8.0atms. Then the physician implanted a taxus liberte 2.50x20mm stent at 12.0atms. Post-dilatation and post ivus were not performed, with residual stenosis being 0%. A de novo lesion located in the proximal left anterior descending artery had a diameter of 3.37mm, 18mm long and was 90% stenosed. The physician pre-dilated the lesion using a 2.67x20mm balloon at 10.0atms. Then the physician implanted a taxus liberte 3.00x20mm stent at 14.0atms. Post-dilatation and post ivus were not performed, with residual stenosis being 0%. The patient was discharged 25 days later. In (B)(6) 2010, coronary restenosis was discovered in the 1st ob marg. The patient was asymtomatic. The lesion measure 0.96x30mm and was 99% stenosed. A re-intervention was performed and a promus stent of unknown size was implanted. The patient was discharged 2 days later.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)